Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not heating and is beeping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: one device was returned with a cracked front cover. The device was not heating, and the alarm was beeping. The complaint was confirmed. The faulty heater assembly and front cover were replaced. Then, preventive maintenance was performed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional event information received indicating no patient involvement (updated b5, a1).

Event description:
Additional info received via email 16-sep-2022. Event occurred during set up. No patient adverse effects.